Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the meter memory when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged issue occurred on (B)(6) 2013 at 6pm. The patient manages her diabetes with a combination of medications. It is not known if the patient made any changes to her usual diabetes management regimen due to the meter issue. The patient reported developing symptoms of ¿sweaty, itchy, and confused¿ soon after attempting to test her blood glucose. The patient reported having more food and/or drink at 6:15pm that evening. At the time of troubleshooting, the cca noted that the meter issue was resolved with training. The patient declined a meter replacement. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.